Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to elevated thresholds and gradually increasing pace impedance measurements. Rv pace impedance measurements had increased from 700 ohms to 1,200 ohms since (B)(6) 2023. It was noted that the patient was pacer dependent. No additional adverse patient effects were reported.